Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench tests. Analysis found the side bail covers were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.